Event description:
Time 6:21 am, blood glucose (mg/dl) 340, bolus units: 6.90u; 9:30 am, "high" (>500 mg/dl). The pod alarmed. She tested on another meter and bg was 599 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualifications were reviewed and the product lot met all accepted criteria.